Event description:
It was reported that customer is experiencing high blood glucose levels and was just released from the hospital. It was reported that the customer could not get the insulin pump to deliver a bolus. Customer's blood glucose reading ranged from 239 mg/dl. However, it was reported that the customer cannot go over 400 mg/dl because he is prone to seizures. Customer stated that the cannula is occluded. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No cosmetic damage noted. Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.